Event description:
Type of procedure: sleeve gastrectomy. According to the reporter: during firing the I-drive stopped at 45mm suddenly, without visible reason. The loading unit was not fully fired. The reinforcement material was still fixed to the magazine and had to be cut off with a scissor. There was no patient injury, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, and no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).